Event description:
It was reported by the customer to baxter (B)(4) that there was leakage from the junction between the spike of the transfer set and the port of the twin bag which was found during filling. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.